Manufacturer narrative:
Evaluation results: thrombosis. Other, secondary intervention.

Event description:
One lesion in the proximal lcx was treated with endeavor rx drug-eluting stent. Patient was asymptomatic at 30 day follow up. It is reported that stent thrombosis of the proximal lcx occurred 2 months after implant. Stenosis diameter was 50 to 70%. Angina was reported as an associated clinical sign and symptom. Ptca revascularization of the proximal lcx was performed as a result. One stent from another manufacturer was implanted. Investigator indicated that event was related to the study stent.